Event description:
The pt was being revised for osteolysis of the cup which had migrated into proximal femur region. The stem was revised because it was loose. After removal; it was discovered the stem had a fractured flute.